Event description:
Caller reported that the cartridge was not fitting properly on the pump, with the issue being that the cartridge was not fully snapped into place. The customer's blood glucose level was confirmed not to have exceeded 500 mg/dl, so there was no adverse impact. Technical support guided the caller to check for any obstructions and instructed them to remove an o-ring and clean the area. After following these instructions, the caller was able to successfully reload the cartridge and resume insulin therapy.